Event description:
Distributor reported a malfunction with the pump; however, it did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Technical support provided pump reset instructions and assisted the caller in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared, which the caller acknowledged and understood.